Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and multi-organ failure is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient had low flow alarms and was transferred to the heart center. Surgeon decided to perform a pump exchange and it was reported that there was a ventricle septum defect directly behind the pump, which could not be seen before. The septum defect was closed and the pump was exchanged. It was stated that the flow increased after the exchanged. It was further stated that the patient did not recover after the surgery and the therapy ended with multi organ failure on (B)(6) 2017. No additional information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the pe rformance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Log file analysis revealed 81 low flow alarms and a decrease in power consumption starting (B)(6) 2017, confirming the reported event. Failure analysis of the returned pump revealed that the device passed functional testing. Dimensional verification revealed a deviation from the back-preload specification. Given that the pump met specifications prior to release, this deviation was likely introduced during the use of the device. Based on this and the lack of impact on the wet test power consumption, this deviation is not expected to impact pump performance. Visual examination revealed scoring marks on the lower housing ceramic surface. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow alarms observed during log file analysis may be attributed to thrombus in the outflow graft. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.